Manufacturer narrative:
Investigation conclusion: retention products were tested with urine hcg qc standard at and above the cut-off. All of the tests produced positive results at the read time and met qc release specifications. No false negative results were observed. The product performed as expected. Manufacturing batch record review did not uncover any abnormalities. This product provides only a qualitative, preliminary analytical result. A secondary analytical method must be used to obtain a confirmed result. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient's last menstrual period was (B)(6) 2018. On (B)(6) 2018, an hcg serum quantitative test was performed at an urgent care and produced a result of 42 miu/ml. The customer was unable to provide the reason for the urgent care visit. On (B)(6) 2018, the patient arrived at the facility for a scheduled colposcopy procedure. A urine sample was collected and a henry schein hcg urine cassette produced a negative result at a read time of 10 minutes. Due to the previous hcg serum quantitative result, a repeat test was performed using a second henry schein hcg urine cassette. The repeat test produced a faint positive line at a read time of 5 minutes but no control line was present. Subsequently, another hcg serum quantitative test was performed. The hcg result 129 miu/ml was received on (B)(6) 2018. The physician evaluated the patient for the colposcopy but did not perform a biopsy or endocervical curettage based on the hcg serum quantitative result from (B)(6) 2018.